Manufacturer narrative:
Device available for evaluation: no; although pictures were provided for evaluation. Date received by manufacturer: 05/29/2013. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that posterior capsule rapture had occurred during surgeries while irrigation/aspiration was being applied. Surgeon said that vitrectomy was performed but patient health was not affected.

Manufacturer narrative:
Corrected data: the manufacturer report number should have been 3006695864. All pertinent information available to abbott medical optics at this time has been submitted.

Manufacturer narrative:
The customer only requested to take a photo of the tips. The products were photographed and returned to the customer. Conclusion not yet available as evaluation is in progress.note: all pertinent information available to abbott medical optics at the time of this report has been submitted. (B)(4): placeholder.

Manufacturer narrative:
Changed to unknown as the account reported that during surgeries they used six (6) athlete I/a tip 45 degrees type model om0551021j and three (3) phacofit titanium 0.3mm 45o silicone sleeve tip model om05510116. Devices not returned. Only pictures were provided by the customer additional information: product was not returned and pictures were provided by the customer for both tip models. All pictures were not focused or clear. Without a chance to evaluate the actual tips this report is also not accurate. In the photos all tips shows signs of use such as scratches and residue but appear to be free of burrs. Due to poor lighting on photos we were unable to get a clear view of the port condition. Due to the fact that no lot numbers were provided we are unable to determine when these tips may have been shipped. Placeholder.